Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility clinic manager (cm) reported to fresenius that air bubbles were observed within the fresenius bloodlines during the patient¿s hemodialysis (hd) treatment which resulted in clotting. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No sample was reported to be available to be returned to the manufacturer for physical evaluation.